Event description:
Overdelivery reported. The pump was set to infuse morphine 5mg/ml at 1mg/hr continuous with a pca dose of 1mg available every 8 minutes, four hour limit not specified. Medwatch report received states, "the pump had been infusing properly for 48+ hours. During 5.0 hours time interval the pump infused 104 mg of morphine sulfate. The pt's oxygen saturation dropped and the pt became lethargic from having been alert in the hour from hour 4 to hour 5. Narcan administered to counteract morphine. Pt returned to ventilator and subsequently did well". The abbott hosp representative was informed that the customer biomedical engineering department tested the device but was unable to duplicate or confirm any inaccurate or overdose condition. The device was returned to service on may 28, 1997. The pump was used on pts without incident on may 30, and may 31. On june 2, 1997 the device was removed from the floor after this incident was reviewed and deemed reportable by the hosp. On june 5, 1997 abbott representative were notified of the event. No further info was available.